Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the transducer being unable to activate occurred due to a kinked cable. The kinks in the cable were most likely due to user mishandling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." In addition, page 2 states "inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). After each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (transducer was unable to activate) was confirmed, no power was being distributed through the distal end of the probe. During inspection and testing the following was also found: the cable had two kinks in the middle. The possible cause of this issue is mishandling. As per IFU warnings and cautions: ¿damage (mechanical and electrical) may result if the unit is dropped or struck against another object.¿ ¿thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed¿ ¿do not apply excessive bending, straining, or squeezing force to any cords. It may cause malfunction.¿ ¿do not twist or turn transducer or footswitch plugs when connecting to the generator ¿ equipment damage may result.¿ the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use the transducer was unable to activate. They were able to complete the procedure with another transducer. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During visual inspection, olympus found a crack on section of the suction outlet of the transducer. During testing, when the technician pressed the ¿h¿ (high-power) button on the transducer, no energy was being provided through the distal end and the ¿error¿ as well as ¿check probe¿ indicator illuminated red. This report is being submitted for the malfunctions found during evaluation (crack on suction outlet and error codes).